Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5038137) in united states on 13-feb-2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 with lot number b76537. The consumer stated that she had sharp pains in abdomen and shooting pains going down her legs. She bled for over two weeks and had spotting for 2-3 weeks after that. The pain got worse after prolonged activity and her hands and feet would get numb and tingly. She also had migraines. After her initial two week checkup, her doctor thought she could have an infection and gave her an antibiotic that did not make anything better, so a CT scan was scheduled for 2014. According to the doctor the CT scan showed that the placement of the coils was fine. The doctor determined that she was allergic to the coils. On (B)(6) 2014, essure was removed. At the time of report, she was still recovering from the surgery. Result and assessment of the product technical complaint investigation received on 24-feb-2015: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are not indicative of a quality deficit per se. (B)(4) further adverse event case reports have been received to date with the referred batch, but none of the cases refers also to similar adverse types of events. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation at this point in time. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. (B)(4). Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) implanted. The physician determined that she was allergic to the coils. She also bled for over two weeks (interpreted as genital bleeding). These events are considered serious due to medical importance and are listed in the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this particular case, the patient had pain in abdomen and leg. A CT scan confirmed that the coils were correctly placed, so the physician suspected that the patient could be allergic to coils. The coils were then, surgically removed. Considering that essure is a nickel-titanium alloy, and considering a positive temporal relationship, the allergy is considered related to essure. During essure therapy abnormal genital bleeding and menses pattern changes may occur. Therefore, a causal relationship between essure and the reported event cannot be excluded. This case is regarded as incident due to required surgery. Other non-serious events were reported. A product technical complaint analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information is expected.

Manufacturer narrative:
Follow-up from 16-jun-2015: the required number of follow-up attempts have been completed, with no response to date. No further follow-up will be pursued. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) implanted. The physician determined that she was allergic to the coils. She also bled for over two weeks (interpreted as genital bleeding). These events are considered serious due to medical importance and are listed in the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this particular case, the patient had pain in abdomen and leg. A CT scan confirmed that the coils were correctly placed, so the physician suspected that the patient could be allergic to coils. The coils were then, surgically removed. Considering that essure is a nickel-titanium alloy, and considering a positive temporal relationship, the allergy is considered related to essure. During essure therapy abnormal genital bleeding and menses pattern changes may occur. Therefore, a causal relationship between essure and the reported event cannot be excluded. This case is regarded as incident due to required surgery. Other non-serious events were reported. A product technical complaint analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs